Event description:
It was reported by an allergist that a pt suffered symptoms of angiodema after undergoing an egd esophagogastroduodenoscopy procedure with a scope that had been disinfected in cidex opa solution. The pt had undergone previous egd procedures with scopes processed using other disinfection methods. Approx 2-3 hours after the ecd procedure, the pt went to the ER. Reported to have oral swelling. Pt was diagnosed with acute allergic reaction with angioedema. Pt was treated with antihistamines and steroids. Their symptoms were relieved and pt was discharged that day.